Manufacturer narrative:
H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming due to air in the line. The distributor instructed the patient to acknowledge the alarm, tap on the cassette, and restart the pump. The pump continued to alarm. The silver clamp bar was locked, so no additional troubleshooting could be done. The distributor then instructed the patient to turn the pump off and proceed to his scheduled appointment. The event occurred while in use with a patient at the patient¿s home, and the operator of the device was a health professional. The device is not available for evaluation/return. There was a patient involvement, and no patient harm/adverse event reported.